Event description:
Two point four millimeter screw container reportedly mislabeled " 2.4mm ti va locking screws".

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of manufacturing records revealed two non-related complaint issues were identified during manufacturing. Product affected by each issue was returned to the supplier or accepted "as is" after manufacturing evaluation. All product were released to finished goods with no complaint related issues presented. The product associated with the reported event was not returned for evaluation; however, an image of the affected product label was. Examination of this image revealed it was comprised of two labels and not as manufactured. The image showed a section of a product label pn 60.116.554.10, containing the description "2.4mm va locking screws" affixed to the "2.5mm ti va locking screws" label, pn 60.116.554.11. The pn 60.116.554.11 label section did not conform to specifications, containing an incorrect series of part numbers. Follow-up with the label supplier confirmed the file used to develop the label conformed to drawing specifications. A review of incoming inspection documentation revealed no other non-conformances. Based on these findings a corrective action assessment was completed, determining that corrective action would not be initiated for this issue.